Event description:
It has been reported that surgeon tried to impact the insert, he felt that it did not fit well. Surgeon then tried another insert and surgery went on without any negative consequence for the pt. There was no adverse consequence for the pt or delay in surgery or anesthesia time.